Event description:
Customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 400 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a scratched reservoir tube window.